Event description:
Procedure: unk. Patient sex: unk. Reportedly, when the instrument was tested before utilization, it jammed and would not load properly; however, the surgeon decided to apply it. When it was applied it cut and stapled but jammed shut on the tissue. As a result there was some tissue damage when the surgeon released the instrument, but the patient is in satisfactory condition post procedure.